Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, priming and excessive no delivery alarm tests. The device functioned properly. The insulin pump was received with scratches on the lcd window, cracked reservoir tube lip and cracked belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level was 400 mg/dl. Customer treated their high blood glucose with a correction shot and changed out their set. Customer believed the insulin pump under delivered insulin. Customer's alarm history showed low reservoir. Customer performed the high pressure test and passed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.